Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string was missing and inaccessible to aid in removal of the tampon. She experienced vaginal bleeding, abdominal pain, nauseous, and cramping. She visited the doctor and took tylenol. The tampon came out on its own and her symptoms have resolved.